Event description:
It was reported that the patient experienced the infusion set cannula was found bent which was located on the stomach and high blood glucose event which was treated by insulin pump on (B)(6) 2026. The infusion set was in used for less than one day.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.